Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history records, instructions for use (IFU), specifications, and visual inspection was conducted during the investigation. Visual inspection and functional testing of the returned device were performed. The catheter portion returned measured 4.6 cm in length. A visual examination noted the clear tubing had partially separated at the purple hub. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The turbo-ject® double lumen bedside power-injectable PICC is shipped with instructions for use (IFU) which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿extreme caution must be used in placement and monitoring. Silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10ml syringe or larger will reduce the risk of catheter rupture. If lumen flow is impeded, do not force injection or withdrawal of fluids. Catheter size should be as small as the use will allow.¿ based on the provided information, inspection of returned product, and results of the investigation, a definitive root cause cannot be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient received a turbo-ject® double lumen bedside power-injectable PICC on an unspecified date. The device reportedly split at the junction where the catheter meets the hub. Event occurred "a few weeks" after initial implantation. The handling conditions and circumstances surrounding the event are not known. The actions by the clinical staff to address the event were not provided. Additional event and patient information was requested.